Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to resolve discrepancy. A technical support specialist found that the specific user did not have access to resolve the discrepancy and advised the user to direct the task to another user who has access to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, attempted to pull the medication, went through the issue process, but it was not pulled. However, there were no delays or adverse events or injuries reported based on this event.